Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a procedure to reposition the lead to a higher location (see MFR. Report 3006630150-2026-01786). After discharge, the patient reported not feeling his lower extremities and the inability to walk. Based on the physicians assessment, the event was related to a surgical complication of implanting the paddle lead. The patient was taken to the operating room, where a blood clot from an epidural hematoma was identified. A magnetic resonance imaging (MRI) scan was performed. As a result, the scs system was explanted. Following intervention, the patient recovered full motor and sensory function.

Manufacturer narrative:
Correction to the initial MDR in block b5.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a procedure to reposition the lead to a higher location (see MFR. Report 3006630150-2026-01786). After discharge, the patient reported not feeling his lower extremities and the inability to walk. Based on the physicians assessment, the event was related to a surgical complication of implanting the paddle lead. The patient was taken to the operating room, where a blood clot from an epidural hematoma was identified. A magnetic resonance imaging (MRI) scan was performed. As a result, the scs system was explanted. Following intervention, the patient recovered full motor and sensory function. The device location remains unknown.